Event description:
Event description cpi received information that this caller had questions regarding the longevity of this implantable pulse generator (ipg). It was further indicated that the lead might have dislodged; the physician has elected to not perform troubleshooting at this time.